Event description:
Using aesculap abc plating system putting screws in plate. While inserting mid lateral screw, screwdriver broke off into screw and 1 petal bent. Were able to remove broken screwdriver tip. Physician attempted to remove the screw with rescue screwdriver. Tip of rescue screwdriver broke and another petal of screw broke off. Unable to remove broken tip. Broken petal removed. After consult with aesculap rep, physician used midas rex to dull edges smooth. Tip was secured. Plate and screw left intact. X-ray to confirm placement.

Event description:
Using aesculap abc plating system putting screws in plate. While inserting micl lateral screw, screw driver broke off into screw and 1 petal bent. Were able to remove broken screw driver tip. Physician attempted to remove the screw w/ rescue screwdriver. Tip of resuce screwdriver broke and another petal of screw broke off. Unable to remove broken tip. Broken petal removed. After consult with aesculap rep. Physician use midas rex to drill edges smooth. Tip was secured plate & screw left intact xray to confirm placement.